Event description:
Pt was implanted with a dhhs plate and helical blade about 3 weeks ago for a left hip fracture. Pt was returned to the operating room on (B)(6) 2011 for revision. During removal it was noted that blade would not collapse into the plate but would rotate. The plate and blade could not be removed separately and were removed joined together. The surgeon revised the pt to a tfn. This is one of two reports for this event.

Manufacturer narrative:
Implanted approximately three weeks ago. Review of the device history record showed that this lot met all dimensional and visual criteria at the time of manufacture and there were no issues documented during the manufacturing of these parts that would contribute to this complaint condition. The investigation could not be completed, no conclusion could be drawn as no product was returned.